Event description:
It was reported that a fiber device was used during a cystourethroscopy, with ureteroscopy and/or pyeloscopy; with lithotripsy including insertion of indwelling ureteral stent procedure to treat a patient with hydronephrosis with ureteral stricture, not elsewhere classified. During the procedure, the patient's ureter was injured. The patient was discharged on the same day.